Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the loss of capture due to oversensing was noted on the patient's right ventricular(rv) lead. The rv lead was was capped and replaced on (B)(6) 2019. The patient was stable.